Manufacturer narrative:
During troubleshooting of the AED with the customer, the service code was cleared by performing a manual self-test. Log files were requested; however, when the customer attempted to retrieve them with customer service, the AED would not power on. A replacement battery was installed, and a manual self-test was performed. The AED then functioned as intended. The log files were successfully downloaded and submitted for review. Analysis of the AED log files determined that the service code was triggered by the battery reaching a low state. Subsequent testing of the returned battery pack indicated that excessive manual self-testing by the customer had reduced the battery's life expectancy. As follow-up, proper device maintenance procedures were reviewed with the customer.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.